Manufacturer narrative:
It was reported that the patient experienced pain and infection at implant site and subsequently the device was explanted on (B)(6) 2017.

Manufacturer narrative:
This report is submitted on november 22, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced pain at implant site however the issue could not be resolved. Subsequently on (B)(6) 2017, the patient underwent a procedure to drain the fluid at implant site and was placed on antibiotics (type and duration unknown).